Event description:
It was reported that the insulin pump alarmed button error, which would not clear. The blood glucose reading was 315 mg/dl, which was treated with manual injection. The customer's mother stated that the customer was indoors playing dodgeball prior to the alarm. She was unsure if her daughter had bolused enough nor what she was eating that may have led to high blood glucose. Advised replacement of the insulin pump. Troubleshoot for high blood glucose was declined. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with no down button response due to corroded keypad trace. No button error alarm noted during testing. Unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no down button response. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked battery tube threads.